Event description:
A coronary stent with delivery system was advanced toward the target lesion site in the pt's proximal left anterior descending artery near the ostium of the left main coronary artery. The physician was unable to cross the target lesion site due to calcification present in the vessel. The protective sheath was retracted and an attempt to cross the lesion site was unsuccessful. The physician pushed the device forward which resulted in the embolization of the stent in the vessel. The delivery system was withdrawn from the pt without complication. A snare was used to retrieve the embolized stent. The target lesion site was treated with balloon angioplasty. There were no clinical sequelae reported relative to the event.